Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was not properly secured on the imaging system. Following tightening of the interface (umbilical) cable, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system imaging system shut down without prompt from the user. It was reported that the imaging system was powered on an hour prior. A hard restart of the imaging system restored functionality temporarily. It was noted that the imaging system would enter stand alone mode after performing fluoro image acquisitions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.